Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump did not alarm when there was no flow. Mmdg did follow up with the initial reporter who stated that because the pump was not flowing and not alarming the patient missed 10 hours of their feeding. They also stated that the patient was lethargic but did "improve each day" after the complaint event. They also stated that the patient had recovered and was doing well. (B)(4).